Event description:
It was reported that the user experienced a hyperglycemic event while at home when glucose ¿went high,¿ and troubleshooting and education were completed with no associated alerts or alarms from the ilet system. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or emergency intervention. Investigation included telephone follow-up to collect event details and provide user education. Investigation of this case revealed no device alarms and no specific device component malfunction identified, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.